Event description:
Reporter indicated that vns pt had passed away. Date and cause of death are not known at this time. It was reported that the pt had experienced a >25% reduction in seizures with the vns therapy and was receiving therapy at the time of death. Review of mfg records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance. There is no evidence at this time that the vns therapy system caused or contributed to the reported event.